Event description:
It was reported stating that during a breast biopsy procedure, as they attempted to take a sample, their probes cutter would not retract. They changed probes and completed the case with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The (B) (4) device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter advanced and retracts through the needle as intended; no issues were noted with the cutter. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.